Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (surgery was needed).

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she only had her pump in style max flow breast pump for one month and has many issues with it. She had to have breast surgery to release the milk from her ducts, she has a crack in her nipple due to the suction being defective, and having to manually express her milk.